Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. No malfunction was found. The ventilator passed all functional and safety tests and was cleared for clinical use. Successful pre-use checks were performed prior the event. The technical log does not contain any technical error codes to indicate that there was any ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator displayed a failure while it was connected to a patient. The ventilator was replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).